Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for the device in back-up vvi mode was noted via merlin.net transmission. An asymptomatic patient was brought into the clinic; the device was programmed back to the previous appropriate settings. Download performed successfully.